Event description:
It was reported that one day after the implant procedure, the right ventricular lead was dislodged. Poor sensing and capture were also noted. The lead was explanted and replaced with a longer lead due to the patient's large heart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).